Event description:
A j-tube was inserted by the hosp prior to discharge to the home. A female junction inside of the j-tube disconnected from the feeding tube and a piece of plastic inside of the j-tube, which holds the feeding tube, broke loose and could not be found. The j-tube had to be medically repaired or replaced to avoid any complications.